Event description:
It was reported that there was a confirmed motor stall recorded in the event logs on (B)(6) 2015 at 15:34, with no motor stall recovery recorded. A stopped pump period may exceed tube set message was also recorded on (B)(6) 2015. The patient went to the emergency room (ER) on (B)(6) 2015 with withdrawal symptoms, which included flu-like symptoms. The patient did not have any magnetic resonance imaging (MRI) recently. The patient was reportedly taking a nap when it happened. The healthcare provider (hcp) was going to put the patient on a patch, or oral medications. It was discussed with the reporter the consideration of programming the pump to minimum rate mode if they were going to manage the patient with oral medications. The pump system was being used to infuse bupivacaine and morphine (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that when the patient went to the ER on (B)(6) 2015, they also had severe lumbar and right lower extremity pain; and numbness. An alarm was heard on (B)(6) 2015 (with elective replacement indicator [eri] of 3 months remaining.) The pump was set to minimum rate on (B)(6) 2015, and ¿diluted,¿ and further turned down on (B)(6) 2015; and the patient was given a prescription for oral opioids. The stall did not recover, and the cause of the stall was unknown. The pump was explanted on (B)(6) 2015.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).